Manufacturer narrative:
The device involved in this event will not be returned for evaluation as they were implanted in the patient. Model and lot numbers of other coils involved: model#: n-3-6-t10-so. Lot #: 3171705. Date manufacture: 06/2007. Expiration date: 06/2010. Model#: n-3-3-t10-ts. Lot#: #2715695. Date manufacture: 05/2007. Expiration date: 05/2010. Model#: n-2-2-t10-ts. Lot#: 3163079. Date manufacture: 06/2007. Expiration date: 06/2010.

Event description:
Four coils were used in a a-com aneurysm coiling procedure. Post procedure, it was reported the physician observed metallic artifacts in the vasculature distal to the coiled aneurysm (from MRI images and CT scan). No patient injury or deficit reported.